Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user wanted to know how to merge medications from one patient to another. The customer reported that they wanted to pull medications from pyxis but did not pull the correct patient. The user wanted to merge the correct patient information and gender and sought guidance on how to merge the medications for the correct patient when inputting gender. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user wanted to pull meds from pyxis but was not able to pull the correct patient. A technical support specialist sent an email to the customer, showed steps on how to reconcile patient, issue resolved, customer gave permission to close the case the system functioned as intended after the technical support specialist investigated the issue.